Manufacturer narrative:
Concomitants medical products: 4781460, 02-010-06-0220 - logic cc femoral size 2, left. 4645310, 02-012-35-2013 - logic tibia ps mod insrt sz 2 13mm. 4789159, 02-012-45-2020 - lgc tibial fit tray cem sz 2f / 2t. 4535881, 02-012-50-2011 - logic fit/rbk augment 1/2 block sz 2, 5mm. 4734056, 02-012-50-2011 - logic fit/rbk augment 1/2 block sz 2, 5mm. 4683654, 02-012-60-1440 - logic stem ext 14mm x 40mm. 4566259, 02-012-60-1880 - logic stem ext 18mm x 80mm. 4676910, 02-012-61-4000 - logic offset stem ext coupler 4mm. 4732349, 02-012-66-2000 - metaphyseal tibial cone, ml32mm. 4583157, 200-02-35 - three peg patella 35mm. 4814534, 204-70-00 - tibial stem ext. Screw. 4047030, 208-05-02 - cc distal fem augment sz 2, 5mm. 4734598, 208-06-02 - cc distal fem augment sz 2, 10mm. 6001016007, a10012 - gps implant kit v2.

Event description:
It was reported via clinical study, that the 60 yo female patient experienced quadriceps insufficiency with patellofemoral subluxation resulting in patellofemoral instability and displacement of the patella laterally causing pain, and stiffness. The date of event onset is (B)(6) 2017. The patient was revised on (B)(6) 2018. Additional actions taken were physical therapy and bracing. The patient¿s outcome was last known as resolved.